Event description:
It was reported by repair work order that the fowler was drifting due to a damaged fowler motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.